Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the thread breaks easy.

Manufacturer narrative:
Samples received: 1 open unit. Analysis and results: there are no previous complaints of the same batch. We manufactured and distributed in the market (B)(4) units of this batch. There are no units in our stock. We have received one open sample with the thread broken 6 cm approximately from one of the needles. Knot pull tensile strength result conducted on the open sample received is xi= 0.022 kgf and fulfils the requirement (requirement: 0.010 kgf in average). Also, we have tested the linear pull tensile strength of the sample received and the result is xi= 0.041 kgf and fulfils the united states pharmacopeia requirement (usp requirement: 0.019 kgf in average). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils b.braun surgical requirements. Final conclusion: although the results of the sample received fulfil the specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.